Manufacturer narrative:
Device has been in use for over 4 years and maintenance history is unknown. Info was rec'd from the facility along with photos of the lift and bolt. Review of photos indicates the shoulder bolt's mating nut was loose for some time prior to event. The bolt was side loaded due to the loose condition resulting in eventual bolt fracture. This is considered a maintenance issue and not a malfunction.

Event description:
The bolt that holds the boom to the mast allegedly broke, causing minor injuries to the consumer and 2 cna's.